Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and has not yet identified the cause of the problem. Troubleshooting will continue at a later date.